Event description:
This is a spontaneous case report received from a medical doctor in united states on 31-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for sterilization. Additional information received on 15-sep-2015 (product technical complaint investigation result). On (B)(6) 2015 the patient called with complaints of back pain and abdominal pain. She was referred to her primary care. On (B)(6) 2015, after seeing the primary care, she called back and told the office that an abscess was found in her tube. In the meantime she was treated for infection because of the abscess. On (B)(6) 2015 she was hospitalized (no discharge date provided) and a computerized tomogram (CT scan) was performed; however the results were not provided. While in the hospital no surgery was performed because the infection was still being treated. On (B)(6) 2015 a nuclear magnetic resonance imaging (MRI) was performed (no results provided). On (B)(6) 2015 she had a drain placed. On (B)(6) 2015 the physician scheduled her surgery to remove the pelvic abscess. On (B)(6) 2015 the physician ended up doing a total hysterectomy with the essure coils removed. The postoperative diagnosis was tubal abscess and bilateral perforation. The patient was fine with no complications. It was noted in her medical chart that no hysterosalpingogram (hsg) was done. Moreover, a second hospitalization was reported without any date specified. Product technical complaint (ptc) investigation result: ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an abscess in her fallopian tube after essure (fallopian tube occlusion insert) insertion. Her treatment consisted of hospitalization for an infection (because the abscess) and surgery (total hysterectomy). Postoperative diagnosis revealed bilateral essure perforation. All events are listed according to the reference safety information for essure. Fallopian tube abscesses typically result from upper genital tract infections (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, patient was diagnosed with a fallopian tube abscess approximately 6 years after essure insertion. This weak temporal relationship indicates the event was not related to essure procedure. However; as both inserts were found perforating patient fallopian tubes; it cannot be excluded that this perforation could have aggravated a possible pelvic infection acquired by the patient. Therefore, a contributory role of essure in the events cannot be excluded. This case was considered an incident, due to the serious injuries reported (hospitalization and surgical intervention were required). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Follow-up information (patient concomitant conditions) is being sought.

Manufacturer narrative:
Follow up information (tubal perforation questionnaire) received on 01-feb-2016: the patient was not post-partum at time of essure insertion. She did not have previous gynecological interventions, problems or concurrent conditions. During the insertion of essure, cervical dilation and sounding were performed; the patient was sedated with toradol and propofol. The insertion was considered easy with easy visualization of tubal ostium. The fluid loss during hysteroscopy was not more than 1500cc and the procedure did not take more than 20 min. She used depoprovera as back-up contraception. The patient did not have the hsg (hysterosalpingogram) done, she was scheduled but cancelled several times. The patient presented pain and swelling. Her fallopian tube was perforated. The perforation did not occur during the procedure. On (B)(6) 2015, a CT was performed and showed tubo-ovarian abscess likely. On (B)(6) 2015, she had a hysterectomy performed via laparotomy. During the surgery the devices was perforating out of the tube and the pathology showed an abscess. The patient symptoms did not resolve after surgery but she improved. The physician was unsure whether the condition was caused or aggravated by the devices. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an abscess in her fallopian tube after essure (fallopian tube occlusion insert) insertion. Her treatment consisted of hospitalization for an infection (because the abscess) and surgery (total hysterectomy). Postoperative diagnosis revealed bilateral essure perforation. All events are listed according to the reference safety information for essure. Fallopian tube abscesses typically result from upper genital tract infections (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, patient was diagnosed with a fallopian tube abscess approximately 6 years after essure insertion. This weak temporal relationship indicates the event was not related to essure procedure. However; as both inserts were found perforating patient fallopian tubes; it cannot be excluded that this perforation could have aggravated a possible pelvic infection acquired by the patient. Therefore, a contributory role of essure in the events cannot be excluded. This case was considered an incident, due to the serious injuries reported (hospitalization and surgical intervention were required). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect.

Manufacturer narrative:
Follow-up information received on 28-dec-2015: follow-up attempts have been done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an abscess in her fallopian tube after essure (fallopian tube occlusion insert) insertion. Her treatment consisted of hospitalization for an infection (because the abscess) and surgery (total hysterectomy). Postoperative diagnosis revealed bilateral essure perforation. All events are listed according to the reference safety information for essure. Fallopian tube abscesses typically result from upper genital tract infections (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, patient was diagnosed with a fallopian tube abscess approximately 6 years after essure insertion. This weak temporal relationship indicates the event was not related to essure procedure. However; as both inserts were found perforating patient fallopian tubes; it cannot be excluded that this perforation could have aggravated a possible pelvic infection acquired by the patient. Therefore, a contributory role of essure in the events cannot be excluded. This case was considered an incident, due to the serious injuries reported (hospitalization and surgical intervention were required). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.